Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels since (B)(6) 2015. Customer's blood glucose level was 424 mg/dl. She treated her high blood glucose level with insulin shots. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level. She was given a shot of insulin and insulin to take home. The customer was wearing the insulin pump at the time of the hospitalization. The high pressure test was not performed because she was unable to get the entire loop of tubing to slide into the tubing clamp. Customer did not change her site every two to three days. The device was not returned.